Manufacturer narrative:
Feb. 25, 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was interrogated on (B)(6) 2010. Sustained high ventricular impedance was confirmed in impedance trend curve (v lead: vitatron; brilliant s+, imw15q/vf0003335 implanted on (B)(6) 2000). No anomaly was found through the device check. Since high impedance records were stored in aida, the device was closely examined. However, no anomaly was confirmed. It should be noted that the pacemaker was programmed in vdd pacing mode.